Manufacturer narrative:
(B)(4).

Event description:
Prior to implantation, the device was noted to be in backup mode. The device was not implanted.

Manufacturer narrative:
Evaluation summary: upon analysis, no visual anomalies were observed. The device was detected in backup vvi mode with hv therapy disabled. Analysis of the device image suggested that the reset was suspected to have been caused by an anomalous u2 ic. Further testing revealed no anomalies. All tests were passed and the device met specifications.